Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that in (B)(6) 2015, she had developed symptoms of ¿hypoglycemia¿ and tested her blood glucose on the subject meter which gave a result of ¿2.4mmol/l¿. The patient manages her diabetes by self-adjusting her insulin doses and did not specify making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that after obtaining the result of ¿2.4mmol/l¿ on the subject meter she then ¿passed out and hit her head on the floor¿. The patient reported that the paramedics were called who tested her blood sugar on an onetouch ultra2 meter, which gave a result of ¿1.8mmol/l¿. The patient could not specify the time between the two tests. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was then taken to an emergency room where she received treatment, however the patient could not specify what treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, and subsequently received medical intervention from a healthcare professional, after the alleged product issue began.